Manufacturer narrative:
This report is being resubmitted.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Subsequent to the initial MDR submitted, additional information indicates the patient effect of death was previously submitted under a separate MFR#. All information is conserved on the previously filed report.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Livia gheorghe, alfonso ielasi, benno j. W. M. Rensing, frank d. Eefting, leo timmers, azeem latib and martin j. Swaans, ¿complications following percutaneous mitral valve repair¿, front. Cardiovasc. Med. 6 :146. Doi 10.3389/fcvm.2019.00146. (B)(4).

Event description:
This is filed for death. This event was captured based on literature review of the article: "complications following percutaneous mitral valve repair", which identified the mitraclip may be related to death. Specific patient information is documented as unknown. Details are listed in the article.